Event description:
A report was received stating on (B)(6), 2014 the ventilator's compressor failed with no evidence of an alarm during patient use. The reporter stated the event occurred in the emergency room where there is no medical wall air. The patient was removed from the ventilator and placed on an alternate device. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The user stated the device's error logs were erased and could not be reviewed during troubleshooting with covidien technical support. The user stated the ventilator was being used on a patient requiring 100% oxygen. The user was informed that when the device is set to 100% oxygen the air proportional solenoid valve (psol) is closed which will place the compressor in standby mode subsequently causing the ventilator to power off. The user was informed that this is a reproducible event as the ventilator is operating as it was intended. The user was suggested to contact covidien if there are any further questions regarding patient settings and/or alarms.